Manufacturer narrative:
The customer rejected the repair estimate and the device was returned to the customer.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the interface board to system board cable was found to be disconnected. The cable was reconnected to address the issue.